Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called after receiving an occlusion alert on the insulin pump. The patient was informed that the alert indicated pressure within the system, potentially involving the tubing or infusion set, and was advised to change supplies to resolve the issue. The patient replaced the supplies, after which the occlusion alert cleared. Blood glucose levels were not affected, and the patient indicated they would call back if further issues occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.